Manufacturer narrative:
Customer follow up (B)(6) 2016- customer called back to provide information of events from (B)(6) 2016. Customer reported to have ate lunch and bg's stayed elevated after delivering a bolus. The customer was taken to the ER via ambulance with a bg level of (600 mg/dl) with ketones present. The customer was unsure on the ketone level. The customer was treated while in the ER. However, the customer was unsure of what type of treatment was done. Reportedly, while in the ER the customer was feeling worse and bg's continue to increase (715 mg/dl) the customer was admitted to the hospital. The customer was treated while in the hospital. However, was unsure on what type of treatment was done. The customer was discharged from hospitalization on (B)(6) 2016. At the time of the call the customer declined to troubleshoot with tandem technical support. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) on (B)(6) 2016 for diabetic ketoacidosis (dka). Reportedly, emergency medical services (ems) had to be called for assistance. Customer reported to not be taken to the ER on this day. Multiple follow up attempts were made to get additional information from the customer, that were unsuccessful.

Manufacturer narrative:
Analysis of pump data showed two occlusion alarms and insulin delivery was aborted by the user after the occlusion alarms and not restarted again. A functional test was performed to determine proper operation of the device and passed all specifications. No failure identified.